Event description:
It was reported that the physician suspected the lead was out of specification due to difficulty being inserted into two different 7 fr introducers. During implant, the lead had to make several unusual twists due to the patient's anatomy. When the lead was implanted the helix could not be extended. When the lead was removed, it was noted that the helix was bent. A new lead was implanted without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead did not pass a lead introducer test at the distal tip of the lead. It was found that the maximum diameter of the lead exceeded 7f between the header and ring electrode.